Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Two tampons in me at one point... Struggled to get out [foreign body in reproductive tract]. It didn't have a string- tampon [device physical property issue]. Case narrative: consumer reported via email that two tampons became lodged inside of her. No serious injury was reported.